Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited high out of range pace impedances on the right atrial (ra) and right ventricular (rv) lead. The ra lead was stable around 450 ohms, but had jumps greater than 3000 ohms. The rv lead was similar with values stable around 500 ohms and jumps to greater than 3000 ohms. An x-ray was performed and the lead placement looked to be in good position. Isometrics and pocket manipulation were performed and the out of range values could not be reproduced. At this time, the products remain in service. Both the ra and rv lead are a competitor's product. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated this pacemaker was returned for analysis. There was no allegation against the product at the time of explant--the patient no longer needed the pacemaker. No adverse patient effects were reported.